Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen and was completely out of service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and would not power on. A field service engineer reseated the connection to the shed rice with no change. Unplugged all drawers and found the machine would start up only when they were disconnected. The fse reconnected the drawers one at a time and identified main drawer 5.1 as the cause of the issue. Then disassembled and reassembled the inside of the drawer but found no visible problems. The fse reseated all connections at the back of the drawer and replaced the drawer controller board, which was not powering on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.